Manufacturer narrative:
Unit passed displacement test. Unit alarmed pump error 63 during self test and pump trace download confirmed pump error 63 (variable 3) and pump error 53 linenumber=0 filenumber=0, problem due to moisture damage. During visual inspection, electronics stack and force sensor had moisture damage.

Event description:
The customer reported via phone call that insulin pump had software error detected. Customer¿s blood glucose was 325 mg/dl at the time of incident. Customer stated that they were able to clear the alarm and able to rewind the insulin pump. Customer stated that they experienced high blood glucose. The insulin pump will be returned for the analysis.